Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during evaluation. However following disassembly, the report could no longer be duplicated. The device was put through extensive testing, which included bench handling, power cycling and defib/pacer functional stress testing and the report did not reoccur. The monitor was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend